Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor 01/08/2021, belt 11/04/2019.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2021. Per clinical review of the continuous ECG recording, the device was started up at 10:01:34 on (B)(6) 2021. The patient was in an idioventricular rhythm at 20 bpm, slowing to 10 bpm before degrading to asystole from 05:39:08 to 08:28:07 on (B)(6) 2021. The patient was in asystole with CPR/motion artifact at 08:28:43. The patient's rhythm degraded to vf with motion artifact at 08:36:02. The electrode belt was disconnected 21 seconds later at 08:36:23, preventing the lifevest from detecting the vf arrhythmia. It was not reported who disconnected the electrode belt.